Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call low blood glucose levels and hospitalization. Customer's blood glucose level was under 20 mg/dl. Customer was in the intensive care unit as a result of passing out from low blood glucose levels. Paramedics came to the customer's home and took them to the hospital.